Event description:
--

Manufacturer narrative:
Additional information was received confirming a revision procedure was performed and this lead was removed from service. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms, low sensing measurements and no capture in bipolar and unipolar configuration despite maximum device outputs. The patient is asymptomatic and has atrial fibrillation (af) with a ventricular rate of 40bpm. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time and this product issue will be updated when additional information is received.